Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure there was high impedance in bipolar and ring to rv coil, low impedance, high thresholds and an apparent conductor failure. The device was not implanted. No patient complications have been reported as a result of this event.